Manufacturer narrative:
(B)(4). The cause was undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (B)(4) and (B)(4) (lot numbers, dosages and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced peritonitis and was hospitalized. It was unknown whether a peritoneal effluent analysis or culture was performed. Treatment was not reported. The root cause and the outcome of peritonitis were unknown. Action taken with dianeal was not reported. Causality assessment for the adverse event of peritonitis to dianeal therapy was not reported.